Event description:
Per the audiologist, the pt reported poor sound quality with the cochlear implant system. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple short circuit electrodes. Deactivation of the short circuit electrodes and reprogramming of the pt's sound processor did not alleviate the problem. The pt's device was explanted two months, and a new device was reimplanted during the same surgery.